Event description:
Complainant alleged that while attempting to defibrillate a patient the device displayed a "defib fault 72" message and did not power up in battery mode. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.